Event description:
The complainant reported that a sixty six year old male patient with a medical history of coronary artery disease, prior coronary artery bypass surgery, and type two diabetes mellitus received an impella cp device for acute myocardial infarction¿related cardiogenic shock. The patient presented with non st elevation myocardial infarction and ventricular fibrillation that was defibrillated by an implanted cardioverter defibrillator. Prior to impella cp placement, the patient was receiving one intravenous medication to support heart muscle contraction and mechanical ventilation. Due to issues related to the implanted cardioverter defibrillator, including battery depletion and multiple shocks, the treating physician elected to escalate support to an impella 5.5 device. The patient showed gradual improvement over the subsequent days, and after thirty-seven days of impella 5.5 support, he was successfully bridged to heart transplantation. Intermittent placement signal alarms were noted on the impella monitor, but the patient remained hemodynamically stable with no associated clinical adverse effects. There was an ongoing placement signal low alarm, however, echo confirmed good placement of the pump. The device related alarms will undergo further evaluation by the engineering team cp to 5.5 escalation. Ps low alarm due to ao drift. Resolved with map adjustment tool.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected.